Event description:
It was reported via legal documentation that approximately 53 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolysis, and joint effusion. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: no concomitants available. Manufacturer narrative: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening. The reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.